Manufacturer narrative:
Additional information in section a1 and section b5. Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely reactive alinity s hiv ag/ab combo results for one patient. On (B)(6) 2025, sid (B)(6) alinity s results = 20.14 s/co, 19.18 s/co, 19.18 s/co. On (B)(6) 2025, immunoblot result = negative, cobas e801 result = 0.38 coi, 0.39 coi. On (B)(6) 2025, repeat results on a tube from a plasma bag alinity s result = 16.59 s/co, cobas e801 result = 0.434 coi, 0.488 coi, ortho vitros result = 0.14 coi. On (B)(6) 2025 plasma result = 19.66 s/co, 19.18 s/co. No impact to patient management was reported. Update: additional information provided on 15mar2025 clarifying sid results (B)(6) and also provided an additional patient results: on (B)(6) 2025, sid (B)(6), (B)(6) 2025 initial serum results = 20.14 s/co, 19.18 s/co, 19.18 s/co, immunoblot = negative, nat cobas = negative. On (B)(6) 2025, sid (B)(6), (B)(6) 2025 plasma sample result = 16.54 s/co, immunoblot = negative, nat cobas = negative, cobas 801 roche = 0.434 coi, ortho vitros = 0.14. Information for a second blood donor was provided at this time with the following results: on (B)(6) 2025, sid (B)(6), initial serum results = 22.07 s/co, 21.55, s/co, 20.10 s/co, immunoblot = negative, nat cobas result = negative. On (B)(6) 2025 plasma sample results 22.4 s/co, 22.2 s/co, 24.1 s/co, immunoblot result = negative, nat cobas = negative, roche cobas e801 results = 0.22 coi, 0.21 coi on (B)(6) 2025 new sample = 16.4 s/co, immunoblot negative, nat cobas = negative, roche cobas e801 roche results = 0.23 coi, 0.22 coi. No impact to patient management was reported.

Event description:
The customer observed falsely reactive alinity s hiv ag/ab combo results for one patient. On (B)(6) 2025, sid (B)(6) alinity s results = 20.14 s/co, 19.18 s/co, 19.18 s/co, on (B)(6) 2025 immunoblot result = negative, cobas e801 result = 0.38 coi, 0.39 coi, 21feb2025 repeat results on a tube from a plasma bag alinity s result = 16.59 s/co, cobas e801 result = 0.434 coi, 0.488 coi, ortho vitros result = 0.14 coi, on (B)(6) 2025 plasma result = 19.66 s/co, 19.18 s/co, no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6p01-55 that has a similar product distributed in the us, list number 6p01-60 / 61, with 510k/PMA/bla number bl125679. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
Corrected information in section h4: device mfg date. The complaint investigation for falsely reactive alinity s hiv ag/ab combo results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and return sample analysis. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity s hiv ag/ab combo assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot: 67405be00. Device history record review for lot: 67405be00 did not identify any nonconformance's, potential nonconformance or deviations. A review of field data for alinity s hiv ag/ab was performed. Overall reactive rates and specificity (assuming zero prevalence) of ln: 6p01-55, for lot: 67405be00 specifically were collected and assessed, across tf - ospedale antonio cardarelli (italy) applicable peer sites and across a whole blood and plasma screening monitoring group. The performance of lot: 67405be00 across a whole blood and plasma group is within product requirements. At tf - ospedale antonio cardarelli (italy) peer sites, specificity performance of ln: 6p01-55 lot: 67405be00 is within product requirements. The customer returned sample ids: (B)(6) for testing. The returned donor samples (B)(4) were tested on the alinity s hiv ag/ab combo, ln: 6p01-55, lot: 67405be00 with and without heterophilic blocking tube (hbt) treatment. Calibrations met instrument specifications, and all control values met control specifications and were in the typical range. Sample (B)(6): without hbt treatment the results were reactive. After hbt treatment the results remained reactive. Sample (B)(6): without hct treatment the results were reactive. After hbt treatment the results were nonreactive. In this case, the pattern of reactive results for sample (B)(6) with alinity s hiv ag/ab combo at the customer site and again with our in-house testing most likely represents the presence of heterophilic antibodies in this donor's blood. These test results combined with the customers reported nonreactive lmmunoblot, ortho, roche, and negative nat would indicate that this sample (B)(6) was most likely false reactive on the alinity s platform. When considering sample (B)(6), repeatedly reactive alinity s hiv ag/ab combo results combined with negative supplemental testing and negative nat result, it is difficult to definitively label these compiled sample results as true antibody positive. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity s hiv ag/ab combo reagent kit for lot number: 67405be00 was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely reactive alinity s hiv ag/ab combo results for one patient. On (B)(6) 2025 sid: (B)(6) alinity s results = 20.14 s/co, 19.18 s/co, 19.18 s/co on (B)(6) 2025 immunoblot result = negative, cobas e801 result = 0.38 coi, 0.39 coi on (B)(6) 2025 repeat results on a tube from a plasma bag alinity s result = 16.59 s/co, cobas e801 result = 0.434 coi, 0.488 coi, ortho vitros result = 0.14 coi on (B)(6) 2025 plasma result = 19.66 s/co, 19.18 s/co. No impact to patient management was reported. Update: additional information provided on 15mar2025 clarifying sid results (B)(6) and also provided an additional patient results: on (B)(6) 2025, sid: (B)(6) on (B)(6) 2025 initial serum results = 20.14 s/co, 19.18 s/co, 19.18 s/co, immunoblot = negative, nat cobas = negative on (B)(6) 2025, sid: (B)(6) on (B)(6) 2025 plasma sample result = 16.54 s/co, immunoblot = negative, nat cobas = negative, cobas 801 roche = 0.434 coi, ortho vitros = 0.14. Information for a second blood donor was provided at this time with the following results: on (B)(6) 2025, sid: (B)(6) initial serum results = 22.07 s/co, 21.55, s/co, 20.10 s/co, immunoblot = negative, nat cobas result = negative on (B)(6) 2025 plasma sample results 22.4 s/co, 22.2 s/co, 24.1 s/co, immunoblot result = negative, nat cobas = negative, roche cobas e801 results = 0.22 coi, 0.21 coi on (B)(6) 2025 new sample = 16.4 s/co, immunoblot negative, nat cobas = negative, roche cobas e801 roche results = 0.23 coi, 0.22 coi. No impact to patient management was reported.